Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced with a new component. Upon inspection, a crack was identified in the tube that connected the pump to the cylinder. The cause for this issue was not determined by the facility. The patient was stable and got better following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported tube crack cannot be established as the tube was not available for analysis. Further functional testing was not performed due to component contamination. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the returned device was thoroughly analyzed. Visual analysis of the pump component did not identify any leaks. The tubing had been cut down to the pump block and it was not returned. Contamination was found inside the pump, preventing the component from being functionally tested. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced with a new component. Upon inspection, a crack was identified in the tube that connected the pump to the cylinder. The cause for this issue was not determined by the facility. The patient was stable and got better following the procedure.